Event description:
It was reported that the user experienced hyperglycemia after running out of insulin while using the ilet. After performing a supply change, the user administered subcutaneous insulin by pen without disconnecting the pump, after which they remained connected for approximately one hour before contacting support. Symptoms included hyperglycemia reaching 562 mg/dl. Outcomes included education provided on the risk of insulin stacking and instructions to disconnect from the pump and avoid reconnecting for at least two hours after the injection, with advice to monitor closely for hypoglycemia. Investigation included troubleshooting and user education regarding appropriate use when administering external insulin while on pump therapy. Investigation of this case revealed user-related use error, specifically injecting external insulin while still connected to the ilet, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to concurrent external insulin administration.